Event description:
This companion 2 driver was not supporting a pt. The customer reported upon receipt of the companion 2 driver, he conducted a routine sys check and observed that the companion 2 driver did not recognize external power. The customer also reported that the companion 2 driver was tested with a companion hospital cart and a companion caddy, and the issue did not resolve. This alleged failure mode poses a low risk for a pt because the issue was observed during a routine system check when the driver was not supporting a pt. In addition, the companion 2 driver has redundant power sources of external batteries and an internal emergency battery. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.